Event description:
It was reported that an automated impella controller failed to recognize the purge disk. A new console was used to support the patient. No patient harm was reported. Copied from fm-67520 -> ci-60863 -> pc-002191791 which was created independently of the associated gu case. This record was created in association with appropriate gu case.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in d9. Corrected information has been provided in h3. The cause of the purge disc detection issue on ic1925 was a broken mechanical lever within the purge pressure sensor.